Event description:
It was reported that at a check three weeks after implant, the right ventricular (rv) lead was found to have increased threshold, no capture, low sensing value and low impedance. An x-ray determined there was a lead dislodgement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.